Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced noisy signals from a competitor's lead, which was oversensed by the minute ventilation (mv) feature. This oversensing resulted in pacing inhibition and asystole >2 seconds which caused patient syncope. Boston scientific technical services were contacted and recommended disabling the mv feature and performing lead integrity testing on the competitor's epicardial lead to resolve the event. The physician elected to reprogram the device to resolve the event. At this time, the system remains implanted and in service.